Event description:
Alleged per clinical study ((B)(4)): on (B)(6) 2021, the subject patient underwent primary laparoscopic colectomy procedure, during which a phasix mesh rectangle (8x20cm) was trimmed and placed in onlay fashion using pds suture. The patient was discharged to home on (B)(6) 2021. The subject patient was diagnosed with scar tissue formation and no action was taken. The ae is clinically assessed to be of mild severity, possibly related to the study device, possibly related to procedure and recovered/resolved with sequelae. The reported adverse event does not meet the uade (unanticipated adverse device effect).

Manufacturer narrative:
As reported, a patient was diagnosed with a scar tissue formation post implant of the phasix mesh and resolved with no action taken. The clinician has assessed the patient¿s postoperative course of scar tissue formation as possibly related to the study device and possibly related to the procedure. However, based on the information provided, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification.